Event description:
The pt underwent a sigmoid resection. Five days post-op, the physician noted a dehiscence at the umbilical area. The physician took the pt back into the operating room for repair of the dehiscence and found that a suture had broken mid way through the strand. The physician removed the broken suture and repaired the dehiscence.